Manufacturer narrative:
Suspect device for this medwatch: coaguchek test strip lot 485a used in system 1. Reference medwatch with other pt identifier for suspect device/strip lot 435a used in system 2.

Event description:
Caller states the pt tested 2.7 inr on coaguchek test system 1 and 1.9 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent. Coaguchek test system 1: meter, test strip lot 485a-h7, exp 07/2008, cat/3116247. Coaguchek test system 2: meter, test strip lot 435a-g2, exp 04/2008, cat/3116247.